Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three weeks post-implant that the patient experienced a pocket infection. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.